Event description:
Patient underwent elective coronary artery bypass grafting in 2008. During the procedure, pt received in infusion of albumin through the fluid path of the l-70 disposable fluid warming set. The level one hotline hl-90 warming device audibly alarmed. It was discovered that the water level in the hl-90 heated water-bath reservoir was below the minimum level marker. Blood appeared to be present in the reservoir. An intermittent back-flow of blood from the pt to the device was also observed. It was suspected that a defect in the l-70 set caused an inadvertent infusion of water from the hl-90 reservoir to the pt. The reservoir water was cultured on the same day, and two sets of blood cultures were drawn on the same day. (See below for results.) Infectious disease consultation occurred on the following month. Patient reported mild cough and rhinorrhea. Patient had usual and expected chest discomfort post-operatively; however, this was improving. Patient felt slightly warm and did have some fevers in the peri-operative period, resolving on the day after the original date. Patient had some sore throat. Patient did not have headaches or earache; denied shortness of breath, abdominal pain, nausea, vomiting, diarrhea or dysuria. Patient stated that in general, has been improving since surgery. Impression: gram-negative rod, gram-positive coccal bacterium; infusion of blood warmer or bath water. Plan: levofloxacin orally for two weeks. Patient was discharged to home on appox a week later. Attending physician noted satisfactory post-operative recovery, with no major post-surgical complications; all surgical incisions healing well; no signs of infection or instability. The label for the l-70 disposable fluid warming set was inadvertently discarded. Therefore, it is not possible to ascertain the lot number of the set used on original date; however, we have been able to determine that it was one of the following: 1249773, 1256436, 1262455, 1282168, 2004 10mm - exp 10/2008.